Event description:
Procedure: laparoscopic appendectomy. There was feces drainage one day after surgery. A second operation was performed and it was noted that the staple line on the cecum had opened. The staple line was over sewed.

Manufacturer narrative:
Initial report sent to FDA on 03/23/2009.